Event description:
Additional information received indicated that there was an issue with the connection between the electrode and lead body suspected to be caused by incomplete welding.

Event description:
It was reported that the patient presented for right ventricular (rv) lead implant procedure. During implant, the physician noticed something unusual on the rv lead body. The rv lead was not implanted, and another was implanted on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of ¿unusual on the lead body close to the tip¿ was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended. Visual inspection of the lead body did not find any anomalies. X-ray examination found slightly over-torqued of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.